Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4) reason for original complaint - litigation alleges that patient experienced hip pain, which continued to worsen considerably and significantly impaired ability to perform daily activities and even walk. This resulted in pain and suffering. Doi: (B)(6) 2006 - dor: none reported (left hip). Patient is a resident of (B)(6), but was implanted in (B)(6). Update 12/16/2011 plaintiff's preliminary disclosure (ppd) form received 12/16/2011. Updated product info for cup and femoral head. Added dob. There was no new information received that would impact the outcome of the investigation. Update - added dummy stem and sleeve, additional surgeon, revision date, sales rep details. Taken from der dated 25th feb 2015 - ab on 3rd march 2015. Additional surgeon - (B)(6). Revision date - (B)(6) 2015. Sale rep - (B)(6). Update rec'd 8/7/2015 - update rec'd - plaintiff's preliminary disclosure form was received. There is no new additional information that will change the investigation or MDR decision. Complaint updated 09/04/2015. Update 09/11/2015 - litigation received. Litigation alleges patient suffers from discomfort, swelling, immobilization, acute damage to tissue and bone, and excessive levels of chromium and cobalt. There is no new additional information that would affect the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.